Event description:
User opened the package, and found out the needle stuck during biopsy. User straight the endoscopy but still cannot advance the needle. User changed to another same device to complete the procedure after several attempts failed. Patient outcome : "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes : (B)(6) 2023, (B)(6) are images of the device or procedure available?no. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: procore. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r2l4raoar11ri11s. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Unknown. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement. Was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? No. Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? Yes. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? 0. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476.investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The event does no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.overall risk assessed as category iii (no risk). No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Cancellation report being submitted.

Manufacturer narrative:
PMA/510(k) # k210476. The event does no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.overall risk assessed as category iii (no risk). No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Cancellation report being submitted. Device evaluation: 1 unit of lot unknown of echo-1-22 was returned opened in the packaging for an echo-1-22 device of lot c1913720. Through the investigation it was determined that the device which was returned to cirl for evaluation could not have been from lot number c1913720 several attempts were made to seek more clarification regarding the lot number of the device returned but this clarification was unable to be obtained. Based on all the information received it is assumed that the user most likely returned the complaint device in the packaging of the device that they used to complete the procedure. The device related to this occurrence underwent a laboratory evaluation on 01 february 2023 and a lab re-evaluation on 03 october 2023. Needle able to advance and retract with no difficulty. A proximal kink below the sheath extender was observed. Through the investigation it was established that the proximal kink which was observed during the lab evaluation was not observed by the customer and therefore most likely came about as a result of the transport returns process. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c1913720 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being over torqued while trying to gain access to the target site which the customer described as difficult as per answer to q.20 of the standard questions provided which in turn may have led to the advancement difficulties encountered. Another possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle advancing or the device possibly being held at an angle when trying to advance the needle. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.